Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not properly attached" error. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be replicated. The downstream occlusion (dso) seal was changed due to degradation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.